Manufacturer narrative:
Certas valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Corrected medical device problem code 1: 2993.

Event description:
N/a.

Event description:
A facility reported a certas valve was implanted on an unknown date and the CT scan after surgery showed no abnormalities. During a follow-up visit on (B)(6) 2023 (approximately a month after implantation), the CT scan showed intracerebral hemorrhage around the ventricular catheter. A subsequent CT scan was indicated on (B)(6) 2023 and showed no progression of the bleeding. The patient recovered without sequelae and returned to rehabilitation clinic to continue treatment after surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: "ae changed to ¿not device related¿ and ¿anticipated¿ after conference call with investigator."

Event description:
N/a.